Event description:
It was reported that the pt underwent posterolateral arthrodesis at l5 - s1 with implant of titanium posterior hardware and peek interbody device. When tightening the setscrew at l5 the lateral wall of the pedicle chipped. At that point the pedicle screw became too loose at that level and the fusion was extended to l4 - 5 level for further stabilization. Pt was discharged 2 days post-op with excellent relief of pain, ambulating well.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for eval. Per the user facility medwatch the device is not available for eval. Unable to determine cause of the event.